Event description:
It was reported that during device implant, crosstalk was observed. The device was reprogrammed. The device was interrogated following morning and measurements were good.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.